Event description:
It was reported that the health care professional requested the device be replaced. It was stated that the insulin pump was not bolusing and did alarm no delivery, but the alarms were not showing on the history alarm or on the report. The mother also mentioned that the customer was in diabetes ketoacidosis, but he was not hospitalized. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.